Event description:
During procedure, the physician released the stent (subject device) and it migrated (location unk). The physician chose another stent to cover the aneurysm neck; however, the second stent was difficult to release. After several attempts to release the stent, a hemorrhage was noted. The procedure was aborted and the pt underwent surgical clipping instead.

Manufacturer narrative:
Conclusion: anticipated procedural complication. A device history record review confirmed the device met all material, assembly and performance specifications. Inspection of the returned device found a slight kink on the distal end of the device. Analysis found that the device passed freely through a 0.145¿ ring gauge, the observed kink did not contribute to the reported event. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Stroke is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
During procedure, the physician released the stent (subject device) and it migrated (location unknown). The physician chose another stent to cover the aneurysm neck; however the second stent was difficult to release. After several attempts to release the stent a hemorrhage was noted. The procedure was aborted and the patient underwent surgical clipping instead.

Manufacturer narrative:
This MFR report is related to MFR report #s: 2939204-2009-00896 & 2939204-2009-00899.